Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 555 mg/dl and 535 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer's current blood glucose is 463 mg/dl. Customer's other blood glucose was 152 mg/dl. Customer was assisted with self test and high pressure test and it was passed. Based on customer report they does not allege insulin pump was under delivery. Customer states that they does not hear beep when they experienced high blood glucose. Customer reported that auto mode was active. Customer also states that they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes (1 and 5). Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.